Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error code when changing the orientation of the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the reported issue was resolved by replacing the endoscope. It was confirmed that there was no patient harm.